Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Additionally, it was reported that air bubbles were observed within the cannula. Customer¿s blood glucose was 120 mg/dl. The issue was resolved by performing a supply change.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.